Event description:
Upon opening a tb syringe, I noticed dark areas in the needle hub and syringe barrel that appears to possibly be blood. I then notified my clinical coordinator and other nurses in my unit.